Manufacturer narrative:
The log file review has shown several application related alarm messages during the reported time. A stop of the ventilation or cockpit malfunction could not confirmed. Furthermore, the log file entries indicated a faulty neonatal flow sensor cable and/or a faulty neonatal flow sensor. Flow measurement and curve can be restricted in this case. As a safety feature of the system, the safety software analyses and verifies proper function of the device. In case of a detected deviation (e.g. Obstruction or disconnection) babylog vn800 would post accompanying alarm messages to inform the user about an issue. The flow sensor is a consumable accessory with a limited lifetime which can be used if calibration is possible. A suddenly occurring end of life is not unexpected; the replacement is a standard maneuver described in detail in the IFU which must be performed by the operator on a regular base. The safety software will detect a faulty neonatal flow sensor cable and will raise the alarm message "neonatal flow sensor failure" with accompanying audible alarm tone to alert the user. If the flow sensor cable is not replaced, when necessary, the averaged measurement value of the delivered minute volume will decrease indicated by posted «mv low» alarm. The device reacted like specified and posted accompanying alarm messages because of detected deviations (disconnection, obstruction, faulty neonatal flow sensor and cable). This is a specified device behavior. If not yet done replace the neonatal flow sensor and cable and test the device as per manufacturer specification. The results of the investigation did not reveal any new risks which are not covered by the product risk management file. Based on the investigation results this case is considered not to be reportable according to the medical device regulation (MDR 2017/745) as neither death nor a serious injury were caused, nor would it be expected to occur in case of recurrence.

Event description:
It was reported that the device stopped delivering breaths whilst in use on a patient. The user interface went blank at the same time. There were no health consequences for the patient reported.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Event description:
It was reported that the device stopped delivering breaths whilst in use on a patient. The user interface went blank at the same time. There were no health consequences for the patient reported.